Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer performed multiple infusion set site, cartridge and tubing changes in an attempt to resolve the occlusion alarms. The customer experienced blood glucose (bg) levels ranging between 400-520mg/dl and trace ketones. The customer performed supply changes, delivered correction boluses and administered manual injections to address the bg levels. A system check was performed using the current supplies that the customer had not received an occlusion with and the pump performed as intended. The customer declined to remove their infusion set site as it had been placed approximately an hour ago. During a follow-up, it was reported that the customer had not received additional occlusion alarms with the new infusion set site and believed the occlusions were due to bad sites.